Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of a flow issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a premature ventricular contraction procedure, there was a flow issue with the catheter resulting in a delay. The system issued a warning and stopped ablation when the flow rate increased from 2ml/min to 17ml/min. Connections were checked, the pump and cables were replaced, and the catheter was flushed, but the issue remained. The catheter was then replaced, and the procedure was completed with no adverse consequences to the patient.